Event description:
Device returned for analysis to manufacturer with report of "infected pain pump." Follow up with hcp revealed onset of infection to be september 2001 with redness, swelling, and pocket erosion. The infection was characterized as a "very localized infection. Patient has leg ulcers which likely colonized the pocket site." A culture of the pocket was obtained and was negative. Patient was treated with oral antibiotics and the infection resolved.